Event description:
It was reported while using bd facslyric¿ waste leaked outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter: caller says the waste container is empty and as they run samples no waste has been added to tank. Caller thinks this is a waste line leak. Are you using this for clinical diagnostic test? Yes were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Was proper ppe being worn at time of leak and during clean up? Yes.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 2l6c instrument ruo, part # 662380, serial # (B)(6). ¿ problem statement: customer reported complaint of a waste leakage without bleach not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to (B)(6) 2021. ¿ complaint trend: there are 2 complaints related to a waste leakage not contained within the instrument. Date range from (B)(6) 2020 to (B)(6) 2021. ¿ manufacturing device history record (DHR) review: DHR part # 662380 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn waste connector. The customer reported that the waste container was empty and no waste had been added to the tank between sample runs. The fse (field service engineer) who went on site found the leakage to be from a worn waste tubing connector (pn 334453), and replaced the part with the customer¿s stock. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair the instrument was performing as expected with no further leakages. Although the leakage of waste material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had been wearing proper ppe and did not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. The safety risk is moderate, s3, and there was no impact to customer health or safety. ¿ service max review: review of related work order #:(B)(4), case #(B)(4). Install date: (B)(6) 2018 defective part number: 334453 - cpc elbow coupling pmcd230212v work order notes: o subject / reported: leaking from bottom of machine o problem description: caller says the waste container is empty and as they run samples no waste has been added to tank. Caller thinks this is a waste line leak. O work performed: replaced inside waste to tubing connector 334453 from customer stock. O cause: broken internal connector. Waste connector 334453 to waste out tubing. O solution: call completed ¿ returned sample evaluation: a return sample was not requested because the part that was replaced is not returnable and was discarded. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O tfs: 89177. O ID: libivd-ra-71 2.1.14. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: failed waste connection. O harmful effects: injury to operator due to spraying of waste. O risk control:¿ robust design connection to the tank. The waste connection to the chassis is housed inside the system. ¿ waste cap removed interlock. ¿ follow universal precautions included in user documentation. O req link (tfs ID): 93782 libivd-did-1585 normal use. O implementation verification: libivd-se-15-84ar, libivd-se-15-72p, libivd-se-15-51ir o effectiveness verification:libivd-se-15-84ar, libivd-se-15-72f, libivd-se-15-51ir o probability: 1 o severity: 1 o risk index: 3 o residual risk evaluation: a o new hazards: none. Mitigation(s) sufficient :yes,no ¿ root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste connector. ¿ conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste connector. The fse identified the location of the leakage and replaced the worn connector. After the repair, the instrument was rebooted, tested,and functioning as expected with no further leakages. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric¿ waste leaked outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter: caller says the waste container is empty and as they run samples no waste has been added to tank. Caller thinks this is a waste line leak. Are you using this for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Was proper ppe being worn at time of leak and during clean up? Yes.